Event description:
The device was implanted on (B)(6) 2017. During a follow-up performed on (B)(6) 2017, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.¿ no warning message was displayed upon device interrogation on (B)(6) 2017. Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2017.

Event description:
The device was implanted on (B)(6) 2017. During a follow-up performed on (B)(6) 2017, the following warning message was displayed: " technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.¿ no warning message was displayed upon device interrogation on (B)(6) 2017. Preliminary analysis results revealed the presence of overconsumption. Following (B)(4) recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis of files received after reset confirmed that the reset of the device was performed correctly, normal consumption was recovered.

Event description:
The device was implanted on (B)(6) 2017. During a follow-up performed on (B)(6) 2017, the following warning message was displayed: "technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.¿ no warning message was displayed upon device interrogation on (B)(6) 2017. Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2017.

Event description:
The device was implanted on (B)(6) 2017. During a follow-up performed on (B)(6) 2017, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.¿ no warning message was displayed upon device interrogation on 24 february 2017. Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2017.